Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Previously implanted stent).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous ostial cx. The device could not pass the heavily calcified lesion even with the use of a guideliner (teleflex 6f). During attempt to remove the device, the stent dislodged. The stent could not be snared and was adapted to the vessel wall with another stent. It was stated that the stent might got caught in a previous implanted stent.